Event description:
Pacemaker was placed in (B)(6) 2024. Was called for an alarm on the home monitoring system that it went into safety mode. Doctors office called and will need pacemaker replaced as soon as possible (asap). Last interrogation was (B)(6) 2024- and report said it had 8.5 years of battery life left. Feeling more lightheaded. To be removed and replaced (B)(6) 2025.